Event description:
Revision surgery due to potential infection and loose baseplate. Removed glenoid components and converted to hemi.

Manufacturer narrative:
The agent reported potential infection and loose baseplate. Removed glenoid components and converted to hemi. Female 77. Complaint has been evaluated and is similar to report number 1644408-2023-00586; 508-32-204, s808 - infection, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.